Manufacturer narrative:
Internal complaint reference: (B)(4). The device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. An analysis of the customer provided image shows the device with a broken anchor on the tine. A visual inspection found that the device was returned in original packaging. The anchor was returned broken on the tine. Based on the condition of the product material found during visual inspection it was determined the device damage was caused by the application of improper/excessive force. Additional material testing is not required. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review concluded this was an isolated event. A review of the polymer specifications found that the storage protocols, material specifications, and material tests were appropriately documented. A material certificate of analysis was required for the raw material. The complaint was confirmed. Factors that could have contributed to the reported event include an impact event inconsistent with normal use. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that during a shoulder rotator cuff repair surgery, internal to the patient, the anchor of the twinfix was broken. All pieces were removed with tweezers. The procedure was completed without significant delay using a back-up device. No further complications reported.